Event description:
The manufacturer sales representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Manufacturer narrative:
H3: device not returned by customer.

Event description:
The manufacturer sales representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.